Event description:
It was reported by the customer that the fowler was stuck in an elevated position. Upon evaluation by the service tech, it was found that the cpu had also malfunctioned.

Manufacturer narrative:
Result - fowler motor. Conclusion - customer will do own repairs. When service tech arrived to inspect the bed, he found that the customer had already disassembled the fowler and the fowler motor was missing. He also noticed that the cpu had malfunctioned.